Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 350 mg/dl. Customer unable to continue the troubleshoot. Customer stated has not treated high blood glucose. Customer was using lithium batteries advised the customer the battery to use. Customer also mentioned that she took out the battery and reinserted but got weak battery alarm. Advised the customer that the insulin pump test each battery, if the battery is not in full strength it will alarm failed battery test or weak battery. Customer will treat high blood glucose and will correct the battery. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).